Event description:
The customer reported that the ventilator turned off while in use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The manufacturers service engineer was unable to duplicate the reported problem. Patient information was requested and the customer refused, reporting the information is confidential. The fse tested the unit and passed all testing. No problem found with the unit.

Event description:
The customer reported that the ventilator turned off while in use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.